Event description:
The patient was undergoing treatment for a 13x9 mm opthalmic artery aneurysm. A prowler 27 was in place with an envoy catheter for treatment. The prowler was sitting at the neck of the aneurysm and the physician decided to start by using 10x40 standard coils and push the microcatheter further into the aneurysm. The physician pushed then pulled the coil back. No tight angle was noted. The coil detached with about 1 cm outside the catheter. The physician removed the entire catheter along with the coil and flushed the coil out of the catheter. Large amounts of fibrin were noted on the coil. Flush to the catheter was increased and the case resumed without further incidence.

Manufacturer narrative:
Device investigation: results code: the proximal pet lock on the pusher assembly is intact. The distal detachment tip (ddt) of the pusher assembly is missing entirely leaving the pull wire tip protruding approximately 4 mm beyond the broken polymer end of the pusher. The coil is complete and intact with the proximal constraint ball in place. The coil/pusher assembly are non-functional. Conclusion code: the unintended release of the coil is confirmed. The cause of the release is the separation of the ddt from the polymer section of the pusher assembly. The cause of the detachment cannot be directly determined from the complaint narrative however, this type of damage has been seen when forces exceeding the tensile strength of the material and bond are applied during manipulation of the coil in the patient.